Event description:
The customer reported a clear leak from the coulter lh 500 hematology analyzer. The volume of the leak was not specified and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer found a hole in the tubing through pinch valve pv42. The customer replaced the tubing, which repaired the leak. The repairs were verified that the instrument ran without any leaks. (B)(4).